Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red a red alert due to high out of range shock impedance measurements. A successful transmission via the remote monitoring system was completed and the patient was referred to their healthcare facility for a follow up appointment. This ICD remains in service. No adverse patient effects were reported.